Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The flexible screw shaft broke while surgeon was drilling into the acetabulum. The shaft was replaced and the surgery was continued. No damage to patient or implant.

Manufacturer narrative:
The device was confirmed to be damaged as it was twisted position and partially fractured. Complaint history was reviewed. There have been no other events for the lot referenced. The investigation concluded that the fracture of the returned device was due to fatigue. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The flexible screw shaft broke while surgeon was drilling into the acetabulum. The shaft was replaced and the surgery was contiunied. No damage to patient or implant.